Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact was unsure if the customer's pump profile settings were correct, as it appeared that a timed setting was missing. During review of pump data by tandem technical support, it was confirmed that the 9pm timed setting had been removed. The contact stated that they now remembered that the setting had been removed by the customer's healthcare provider (hcp). In addition, the pump fill estimate was noted to be inaccurate. The customer's blood glucose (bg) level was impacted by both issues. Bg level had elevated up to 382 mg/dl the previous night and had lowered in the morning. The customer took a correction bolus via the pump.